Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 422 mg/dl at the time of the incident. The customer¿s current blood glucose was 372 mg/dl. Customer had a colonoscopy yesterday she gave herself a bolus kept going up and up and got to 422 mg/dl. She checked the insert. It was bent but it never gave her a no delivery or anything. Changed the infusion set and the first dose of insulin she gave herself after an hour it was 417 mg/dl from 422 mg/dl and then she gave herself more and it gave her 6 units and then after another hour it was 404 mg/dl and then she gave another dose it dropped down to 372 mg/dl. Customer treated for high blood glucose with insulin. The customer experienced symptoms such as thirsty. Assisted with performing the hp test, however test passed. Advised customer that the insulin being from the refrigerator without it being room temp can be a possible cause. Advised the pump will need to be replaced. Product will not be returned for analysis.